Event description:
It was reported that balloon pinhole occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified common iliac vein. A 16-4/5.8/120 xxl balloon catheter was advanced for dilatation. However, it was noticed that the pressure in the encore inflation device was not increasing. Upon removal of the product to inspect and when the physician tried to inflate the balloon outside the patient's body, a few visible pinholes were noted on the balloon. The procedure was completed with a different device. There were no patient complications reported.